Event description:
It was reported the patient did not experience effective relief with their scs system. In turn, surgical intervention occurred on an unknown date wherein the ipg was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated. Date of explant is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.